Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that following a surgical lead trial procedure, a patient experienced a loss of function in the left leg. The patient was admitted to the hospital and the device was explanted after a CT scan revealed that the lead was pressing the spinal cord. Follow up report indicated that the patient has recovered without sequelae.